Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with the pd treatment. There was an air detected in cassette warning in fill 3 of 4. Treatment was stopped and fluid was found in the pump module area of the cycler and on the external of the cassette. Fluid did leak from the cassette itself. Patient was advised to try and use the cycler the next day after it sits to dry out overnight. In a follow up, the patient reported that there was no harm, intervention or adverse event associated with the fluid leak. The patient is using the same cycler after letting it dry out overnight. The cycler set is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with the pd treatment. There was an air detected in cassette warning in fill 3 of 4. Treatment was stopped and fluid was found in the pump module area of the cycler and on the external of the cassette. Fluid did leak from the cassette itself. Patient was advised to try and use the cycler the next day after it sits to dry out overnight. In a follow up, the patient reported that there was no harm, intervention or adverse event associated with the fluid leak. The patient is using the same cycler after letting it dry out overnight. The cycler set is available to return for investigation.